Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. Analysis indicated that there was blood on the distal conductor and the tip seal on the distal electrode of the lead showed evidence of blood ingression. The guidewire test result failed. Visual inspection found blood obstructed in distal conductor using destructive testing. (B)(4).

Event description:
It was reported that during the implant procedure, a guidewire was unable to be inserted through the lead lumen. Two guidewires were attempted and it was noted that both were flushed with saline prior to insertion. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.